Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pumps had 3-4 broken/damaged platens. Also, "there was a broken lower platen, when the pump module door was opened, the platen fell out onto the floor." This was observed by bd representatives during their site visit. There was no patient involvement.